Manufacturer narrative:
It was reported that a collision occurred between the arm and the arm support due to a pressure applied on the arm. The event was solved by a manually release of the arm followed by a reboot of the robot. DHR review and review of complaint history were not performed based on the low severity of this complaint. According to technical investigation, it appears that the user attempted to stop the collisionwith the stop button. Indeed, the arm stopped and no collision was detected. The timing of the request to stop the movement provoked an error of position and the shutdown of the device. The error is due to a known anomaly. Releasing the vigilance device could have permitted to avoid the issue. The pressure on the arm cannot be confirmed because the arm power was not settled before the manual release performed by the field service engineer.corrected data:- b4 date of this report- g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer- h6 event problem and evaluation codes

Event description:
Patient was supine with a bit of neck flexion. While driving to a posterior trajectory, the robotic arm came in contact with the support arm. Due to the arm having pressure on it, it was decided to manually release the arm. Once the arm was manually released, the robot booted back up and the case was successfully completed with no further issues. There was no patient contact and the delay was less than 10 minutes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Patient was supine with a bit of neck flexion. While driving to a posterior trajectory, the robotic arm came in contact with the support arm. Due to the arm having pressure on it, it was decided to manually release the arm. Once the arm was manually released, the robot booted back up and the case was successfully completed with no further issues. There was no patient contact and the delay was less than 10 minutes.